Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed however it was communicated that user misuse of the device was the cause of the incident. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-50467.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available. Associated medwatch number: 1221934-2018-50467.

Event description:
Parts of the black plastic isolation on the shaft broke in small pieces, loose pieces had to be removed from knee joint. There was no patient consequence. Surgeon was contacted and we received a clarification, surgeon said issue was caused by use of an external (non-jnj) device, it was not wrong with jnj devices. The other device was what caused this issue. This was a wrong use by customer and is to be addressed locally with sales and surgeon. Please proceed to close complaint.